Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 54 mg/dl. The customer stated that the insulin pump did not suspend the delivery of insulin. The device is not expected to be returned for analysis.